Event description:
As noted in the publication by kamusella et al use of a new percutaneous vascular closure system after 6f transfemoral approaches: results from 1000 patients, cardiovascular and interventional radiology conference 36 (2013) s240; it was reported that after use of an exoseal vascular closure device there was one event of retroperitoneal bleeding requiring transfusion. In a prospective study evaluating the effectiveness and safety of the exoseal closure system, immediate hemostasis was achieved in 939/1000 patients. In the remaining 61 cases, a correct positioning of the polyglycolic acid plug was not possible because of massive vascular wall calcifications, postoperative scar tissue, or too acute a puncture angle. In these cases, manual compression was successful. There was one retroperitoneal bleeding requiring transfusion. Minor complications observed were 10 pseudoaneurysms and 63 inguinal hematomas.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that the exact date of the reported event is unknown. Event date of (B)(6) 2013 listed represents the date of publication of the article.

Manufacturer narrative:
An article by kamusella et al ¿use of a new percutaneous vascular closure system after 6f transfemoral approaches: results from 1000 patients¿, noted that after use of an exoseal vascular closure device there was one event of retroperitoneal bleeding requiring a transfusion. In a prospective study evaluating the effectiveness and safety of the exoseal closure system, immediate hemostasis was achieved in 939/1000 patients. In the remaining 61 cases, one case noted that the correct positioning of the polyglycolic acid plug was not possible because of massive vascular wall calcifications, postoperative scar tissue, or too acute a puncture angle. In these types of cases, manual compression was successful.. Minor complications observed in the study were 10 pseudoaneurysms and 63 inguinal hematomas. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site retroperitoneal bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, patient¿s blood pressure and/or discomfort during and after the procedure. The IFU also states that the closure procedure should be performed by physicians who have expertise in the techniques of vascular catheterization and possess adequate training in the use of the device, e.g., participation in an exoseal vcd training program. It is cautioned in the IFU that the safety and effectiveness of the device has not been established with heparinized patients who have elevated pre-closure act level: > 250 seconds with gp ilb/iila inhibitor, > 300 seconds without gp ilb/ila inhibitor. Based on the limited information available for review and without the return of the product or films of the procedure it is not possible to draw a clinical conclusion between the device and the retroperitoneal bleed requiring transfusion. However, vessel characteristics, pharmacological agents and procedural factors are the most likely contributing factors to the reported event. Therefore no corrective action will be taken at this time.